Event description:
Customer called to report air bubbles in the reservoir. Blood glucose reading was 201 mg/dl. The air bubbles are occuring at the bottom of the reservoir. Troubleshooting was performed. The customer was able to clear the reservoir of air bubbles and stated that he will call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.